Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving sufentanil (unknown concentration at 90 mcg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. A critical pump alarm was reported. The patient experienced withdrawal symptoms. It was stated logs after the critical alarm showed the motor stall. The pump was replaced on (B)(6) 2019. The issue was resolved and the patient status was alive - no injury. There were no reported contributing factors to the event. The pump would be returned. Further complications were not reported or anticipated. An image of the tablet screen was provided, indicating motor stall occurred on (B)(6) 2019 at 06:39. No recovery was shown.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.